Manufacturer narrative:
The implicated product is a port with an attachable 8.0 fr. Catheter in a percutaneous introducer system. The product received for evaluation is a port, a loose 8.0 fr. Catheter segment and a loose cath-lock. The port has a 0.3 inch long segment of tubing fitted over the port stem and pushed slightly against the setm base; only the stem barb extends beyond this tubing segement. The distal tip of this tubing segment is broken and uneven. The loose tubing segment measures 11.2 inches long. The 5-dot depth marker is located 0.95 inches from the tubing's proximal end. The proximal end of the loose tubing is broken and uneven. The cath-lock is unremarkable. Microscopic (5x -8x) views of the port from above with the stem pointing toward the examiner shows three superficial perpendicular slits in the septum. Each slit edge is relatvely straight with smooth flat walls. These are characteristic of sharp instrument trauma caused by a scalpel or other bladed instrument and may have occurred at explantation. Approximately eight needle puncture sites are noted in the septum and each appear to be the result of non-coring needles. The proximal end of the port stem tubing segment has a regular, even edge. However, the tubing is flared at the proximal end as is is forced against the stem base. This is evidence excess tubing had been threaded over the port stem prior to engaging the cath-lock. The distal tip of the port stem tubing segment has a brokem, irregular edge that corresponds roughly with the port stem barb. The tubing's distal tip and face is uneven and finely grained. These characteristics are attributabe to blunt trauma. A light, perpendicular liner impression is noted parallel to the distal edge. This impression eventually merges witht the broken, distal edge and may have been caused by the compression of the cath-lock over the tubing at the steb barb excess tubing over the port stem can cause bunching of the tubing between the stem and the cath-lock, creating compression pressures that pinch the tubing between the edge of the port stem barb and the cath-lock inner diameter to cut throug the tubing wall. Patency of the port and loose catheter tubing is demostrated by flushing and aspirating water with a 12cc syringe fitted with a 22ga. Non-coring needle. No leaks are noted when occluding the distal tip of the port stem and the distal end of the catheter and individually pressurizing each to sustained pressure greater than 25 psi. The complaint of catheter breakage and embolization is confirmed. It should be recorded as user-related. The broken edge of the proximal (port stem) tubing segment coreresponds closely with the port stem barb. The light perpendicular cath-lock impression on the proxmial segment merges with the tubing's broken distal edge suggesting the compression pressuee on the tubing over the stem was angled across the edge of the stem barb and cut through the delicate silicone wall.

Event description:
Port pl 9/4/97 in left cephalic vein. On 10/22, during injection of saline, an edema occurred around the port. The catheter was found to have broke apart at the stem. The catheter fragment was snared out.